Event description:
It was reported that the customer experienced a seizure and went to the emergency room, where they were subsequently hospitalized with a low blood glucose (bg) level. Bg value not provided. Customer consumed carbohydrates to address their blood glucose. Customer declined to share additional information regarding the incident.